Manufacturer narrative:
Additional information from the user facility stated that the nicu room where the ventilator was placed experienced a gas supply issue. There were other ventilators experiencing the same issue on the same event date. When changing gas supply ports the ventilator behavior improved. No further issues have been experienced after the event date. The ventilator was investigated by our field service engineer (fse). No device errors could be detected and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. Alarms for high o2 concentration and air gas supply low were noted. The ventilator logs did not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The root cause of the reported event was a gas supply issue at the user facility. No device malfunction was noted.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref # : (B)(4) .